Event description:
The pt reported that she was recently trying to work out and felt "weird." She went to her cardiologist which revealed that she is experiencing severe tachycardia and bradycardia where her heart rate will lower to the 30's then jump to the 200's. She states that the cardiologist blames it on vns, but he does not know much, if anything, about vns. The pt's neurologist's office revealed that the pt has really benefited from vns. Both the neurologist and pt do not want to stop vns. As a result, the pt was going to go to another cardiologist for another opinion. The pt reportedly did have this problem prior to vns, but it was not severe. The cardiologist that reported the arrhythmia is reportedly not familiar with vns, according to the pt's neurologist. The pt wants to pursue other avenues to keep vns. The relationship of the arrhythmia to vns is currently unk. No causal or contributory programming or medication changes preceded the onset of the arrhythmia. Attempts for additional info has been unsuccessful thus far.